Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose between 400 mg/dl and 500 mg/dl. Customer had symptom of vomiting, nausea and abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip, saline and nausea medication. It was reported that the reason for high blood glucose was because customer ran out of supplies and disconnected from insulin pump. Customer was wearing insulin pump at the time of hospitalization. Customer was advised to call back if emergency supplies was needed.